Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to the pinhole located at the distal section of the body of the balloon. Based on the available information, it is possible that factors encountered during the procedure, such as interaction with scope and other devices during procedure could create friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon could not be inflated. The procedure was completed with a different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.